Manufacturer narrative:
(B)(4) nurse demographics: gender: female (B)(6) status: alive. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During an ortho case, the plasmablade device was placed in the provided holster and staff reported a spark from the device. The spark caused a 2 inch in diameter burn on a nurse¿s right arm. The degree of the burn is unknown. The burn was treated with ointment and a bandage. It is unknown if the device was inadvertently activated. No further interventions were reported. There was no impact to the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.